Event description:
Patient reported, left side "is in a lot of pain and the situation is not comfortable". And capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d6b, g2, h3, h6.

Event description:
Patient reported left side "is in a lot of pain and the situation is not comfortable" and capsular contracture baker grade IV. Patient reported left side pain and swelling and "is physically and emotionally exhausted, has trouble sleeping, is exhausted and in a lot of pain". It was later reported "capsular contracture baker grade IV". Patient legal representative reported "tomography confirmed the unusual swelling and found the accumulation of fluid, contracture (rupture) of the implant", "extremely rigid breast contracture with deformities", "seroma", "histopathological findings are consistent with a fibrous capsule of a breast implant". It was also reported "pain in body, swelling in breasts, and breast pain." Device has been explanted and replaced.